Event description:
It was reported in february 2013 that upon interrogation with the clinician programmer, a message indicated discharge, charge battery now. It was stated that the "battery was completely dead at this point." The implantable neurostimulator recharger (insr) had no communication. It was reported that the patient had been having a really hard time getting the shaded boxes and coupling. Antenna locate (al) range from 46-52 with no coupling bars, no communication. When the belt was used, the patient felt the ins pocket was sore and painful. The site appeared well healed and there was no swelling. It was reported that they felt the top of the battery but it was pushing out on the skin. The implantable neurostimulator (ins) appeared tilted. The last successful recharge and last time stimulation was felt was about 1.5 weeks prior to the first report in (B)(6) 2013. After trouble shooting the recharger and shooting an x-ray, it was determined that the battery was not flipped. The patient had a recharger problem. The manufacturer representative used a recharger they had and charged it appropriately. It was then reported in (B)(6) 2014, that the patient met with the manufacturer representative and healthcare provider (hcp) two days prior and the implantable neurostimulator (ins) had moved to the surface of the patient skin. Therefore, this was the second time this occurred, the first from the event in february 2013. The patient was going to require surgery to place it deeper. The patient honestly could not remember when this first happened, as this was the second time it happened. Initially the patient caught the ins on a chair and it yanked it out of place, and then it just gradually became worse over time. The patient noted that he first time this happened, in (B)(6) 2013, it was repositioned manually back into place at the hcp¿s office. But after the second time this occurred, the patient was going to require surgery to place it deeper. The information reported in february 2013 was initially not reported, since it was unknown what was meant by the ins pushing out on the skin. However, additional information received indicated that the ins had moved, or migrated, to the surface of the skin, therefore indicating a malfunction at the time of this report. Information regarding the surgery and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).